Event description:
It was reported that the 2.0mm cable could not be inserted into the single side tensioner from the tip side hole of the tensioner. The tensioner was used for fixation of the lesser trochanter after implanted the gamma3. The surgeon confirmed that tensioner was loosened completely for inserting the cable. So, the surgeon tried to insert the cable from the handle side hole, but it could not be inserted. So, the surgeon tried to insert the thinner wire than 2.0mm cable, but the thinner wire could not be inserted, too. He disassemble and re-assembled the tensioner, and then he tried to inserted the cable from both tip side and handle side holes once or twice, but it was impossible. So, double side tensioner was sterilized with high-speed sterilization. During the sterilization, the cable could be inserted from the handle side hole. So, the tightening was completed by the affected single side tensioner. There was 30 delay and some bleeding (we cannot specify amount of bleeding).

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.